Event description:
A healthcare provider (hcp) reported the consumer had significant swelling around the implantable neurostimulator (ins) site and needed an MRI. The consumer additionally reported starting two weeks ago they started to experience swelling and a golf ball sized lump in the middle of their spine. An infection was confirmed and the consumer was given oral antibiotics, however, as soon as they would get off the antibiotics the infection and golf ball sized lump would return. As a result the consumer was having the spinal cord stimulator (scs) system removed on (B)(6). Relevant medical history includes non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.